Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure, the 26mm sapien 3 ultra resilia valve was successfully implanted, but the delivery system balloon ruptured and a cutdown was performed to retrieve it, and during removal of the delivery system there was an iliac perforation that needed to be stented. Leading up to these events, the medical team implanted an evolut valve and it embolized into aorta. The aorta was dissected during snaring of the non-edwards device but did not require an open chest repair, although there was a pericardial effusion which needed to be drained. The sapien 3 ultra resilia valve was prepared and deployed. Following stented iliac perforation, the patient left the room in satisfactory condition. Family decided to withdraw care and patient expired sometime during the weekend. Per the medical record, the patient presented with symptomatic severe aortic stenosis for elective transfemoral tavr. A 29 mm medtronic evolut fx valve delivery system was introduced through the right common femoral artery and advanced into the aorta. The valve was deployed, and aortography initially demonstrated a moderate pvl. The valve delivery system was removed, a dry seal sheath was reintroduced, and a balloon valvuloplasty was performed. When removing balloon valvuloplasty catheter the prosthetic was dislodged and embolized into the aortic arch. The prosthetic valve was snared and secured into the aortic arch; a second medtronic valve was then advanced into the aortic root. Aortography revealed a type a aortic dissection and a tte demonstrated a massive pericardial hemorrhagic effusion. A percutaneous pericardial drain was placed and blood products given. It was explained to the family that a type a aortic dissection requires surgical repair, but the family said the patient would not want to have open heart surgery. A 26 mm sapien resilia valve and delivery system was advanced through the delivery sheath via right transfemoral approach. During an episode of rapid pacing, balloon deployment of the valve was performed. The balloon valvuloplasty burst at the end of the inflation. The position of the valve was confirmed by fluoroscopy and appeared appropriate. The valve delivery system was withdrawn into the iliac vessels, but the balloon would not come out through the sheath. The patient became hypotensive and hemodynamically unstable, and aortography demonstrated a right iliac artery perforation. A covered stent was deployed over the perforation site, a cutdown over the right common femoral artery, an arteriotomy was extended, the sheath and the balloons were removed under direct visualization, and a primary repair of the common femoral artery was performed. The patient was intubated and transferred to ICU, awoke and moved all extremities though did not follow commands. Two days post-procedure, the patient experienced progressive renal failure with anuria, worsening hypoxia requiring 100% fio2, and was transitioned to comfort care with compassionate extubation and passed away.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The technical summary that applies to the balloon burst establishes, through extensive complaint investigations, that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. In this case, the balloon burst event was unable to be confirmed as the device was not returned and no relevant imagery was provided. Available information suggests patient factors (calcification) likely contributed to the event as, per the case notes, there was moderate calcification in the annulus and the aorta. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, the difficulty withdrawing delivery system through the sheath and right iliac perforation was unable to be confirmed as the device was not returned and no relevant imagery was provided. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.